Manufacturer narrative:
Initial and final MDR 1935291 - device 5 of 10.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced kinked cannula event on (B)(6) 2024. The event occurred within three hours of insertion. The infusion set in use for 3 hours. Blood glucose levels during the event were 400 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.